Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon, the pt's device was explanted in 2007 due to an infection. The pt was reimplanted with a new device during the same surgery.